Event description:
Information was received regarding a cadd ms3 cartridge. It was reported that the patient was in the hospital from (B)(6) 2021. Patient had fallen and lost mobility, therefore had to complete back surgery. Patient's daughter noted that the cadd ms3 pump would keep freezing on the load screen and fill tubing screen, which was resolved when a different cadd ms3 brand syringe was used. No supply or lot number was available as it was discarded. Troubleshooting was successful. Drug name being administered was remodulin 5mg/ml at 31ng/kg/ mi n. No further details provided at this time.